Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 599 mg/dl: cause unknown. Reportedly, due to the elevated bg level, the customer required assistance from a healthcare provider who provided an intravenous fluids of saline and insulin to address the bg. Recommendation was made to consult a healthcare provider in regard to diabetes management.